Manufacturer narrative:
Additional information was added to h4, h6, and h11: h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and the distal luer lock was observed broken off from the tubing line. The device had been filled with fluid in its bladder and the tubing line was closed with a blue clamp. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was received for evaluation. The returned sample was visually inspected, and it was noted that the tubing had broken off at the distal luer lock. The device's distal luer lock was not returned to baxter. The reported condition was verified. The cause of the reported condition could not be determined; however, a closer examination suggested the tubing may have been inadvertently pulled with force which resulted in the tubing broking off at the distal luer lock. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock connector of a large volume intermate broke off the administration tubing. This occurred prior to patient use. There was no patient involvement. No additional information is available.